Manufacturer narrative:
When the application tries to launch, the unit completely shuts down and then goes back to windows start up from the beginning. The customer wants to send in the unit to be repaired. The unit was not in patient use at the time.

Event description:
The customer reported that the central nurse's station (cns) will boot up to windows and when the application tries to launch, the unit completely shuts down. There was no patient injury reported.